Event description:
A report was received that the patient was admitted to the hospital with symptoms of redness, inflammation and the wound had not closed at the ipg site. The physician decided to explant the ipg. No cultures were taken and the patient was treated with intravenous and oral antibiotics.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.